Event description:
On (B)(4), an amazon customer commented that the product was inaccurate. A customer say that, despite all the good reviews, these products are not accurate, and a photo comparing this product to other brand called flowflex at the same time and date shows negative result for this product, but positive result for flowflex. Also, seeing that the expiry date for this brand is 01/23 and flowflex's expiry date is 02/23, user thought the product was of poor quality. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc. Following by reporter's consent.